Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin. Customer reported a blood glucose level of 179 (mg/dl). The customer loaded a new cartridge successfully and received an accurate fill estimate.